Manufacturer narrative:
Return testing was not completed as returns were not available. A review of ticket trending did not identify any complaints that were similar for falsely decreased sodium patient results. The trend review by the product list number found no trends related to this issue. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant results described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased sodium results generated on the alinity c analyzer on multiple patients. Example results provided: 08jul2021 sid (B)(6) 103 / 139 mmol/l, reference range: 136-145 mmol/l. No impact to patient management was reported.